Event description:
On 4/28/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Two hours following deployment, the pt's right foot became cool to the touch and she was noted to have diminished pulses distal to the puncture site. On 4/29/1998 the pt underwent a left arteriogram which identified a total occlusion. On 4/30/1998 the pt was taken to the operating room where the device was removed and the vessel repaired. As of 5/26/1998 there has been no further report of complication or pt sequelae made to the MFR.